Manufacturer narrative:
Continuation of d11: product ID 977c290 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. The patient's weight was unknown and unable to obtain. The whole system was explanted on monday (B)(6), 2018. The devices will not be returned to manufacturer due to hospital policy and there was no rep available to be at the explant. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was an infection at the cervical lead site. The rep didn¿t know what type of symptoms the patient had. The rep reported that the patient had a total explant of the system on (B)(6) 2018. No further complications were reported.